Event description:
This patient experienced unrelenting thrombus formation during cypher stent implantation in the mid_rca in the setting of an acute myocardial infarction. This male patient with a history of parkinson's disease and prostate cancer was admitted to the cath emergently due to an acute myocardial infarction (ami). The patient was not taking any known cardiac medications prior to admission. Angiography revealed a de novo, type-b2, moderate length (20mm) lesion in a tortuous mid-rca. Flow through the vessel was timi ii. Heparin, 5,000 units, was administered via IV. There is no record of thrombolytics being administered. Aspirin, cilostazol, and ticlid were also administered during the procedure. The lesion was pre-dilated with a 2.5 x 15mm voyager balloon inflated to 8 atms. A 3.5 x 23mm cypher stent was positioned within the lesion and was deployed to 16 atms. The lesion was not post dilated. Residual stenosis at the site was 0%, and flow through the vessel was timi iii. Approximately 30 minutes after the procedure, the patient complained of chest pain. Angiography revealed thrombus inside the implanted cypher stent. An intra-aortic balloon was inserted for hemodynamic support. Acts were reported to be 323 seconds. To treat the thrombus aspiration thrombectomy was conducted and a 3.5 x 15mm hinode balloon was inflated to 18 atms for 20 seconds. A 3.5 x 23mm cypher stent was deployed to 18atm for 30seconds inside the proximal end of the initially implanted cypher. Additionally a 3.5 x 18mm cypher stent was deployed to 16atm for 30 seconds inside the distal end of the initially implanted cypher. All of the stents were overlapping. Balloon inflations were again conducted with a 3.5 x 20mm espirit balloon inflated to 12 atms. Despite all treatment attempts, thrombus continued to form within the stented segment of the mid-rca. The physician suspected heparin-induced thrombocytopenia (hit) and discontinued the administration of heparin. Instead, argatroban was administered intravenously. Again, balloon inflations were conducted with a hinode balloon and a 3.5 x 20mm tsunami stent was positioned within the 2nd and 3rd implanted cypher stents and was deployed to 14atm for 23seconds. Still, despite all treatment efforts, thrombus continued to form. A thrombolytic agent, urokinaze: 10,000/u, was administered via intracoronary injection; however, thrombus continued to form. The patient was transported to the ot for emergent by (pass grafting. The patient is still hospitalized and rehabilitating. Physician's comment: because thrombus formation didn't stop after stopping the administration of heparin, this event was not 'hit'. The probable cause of this thrombotic event is due to the patient constitution. It is not related with cypher's problem.

Manufacturer narrative:
Note: the product is not distributed in the us, however, it is similar to us product. This in one of three reports submitted for the same event. Please reference MFR. Report #'s: 9616099-2006-01101, -01102, and -01103.